Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, no issue were observed. Watermark was observed at the base of the sensor tail. No failure modes were observed upon visual inspection of the plug assembly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the adc device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by a paramedic. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A bent sensor tip was reported with the adc device and customer was therefore unable to apply the device and monitor glucose levels. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of sugar by a paramedic. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.